Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer drank juice to address the low blood glucose level. Corrective actions included helping the customer update the correction factor and carb ratio settings and advising the customer to consult their healthcare provider whenever settings are updated, which the customer acknowledged.